Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing and shocking impedance measurement wit shock impedances exceeding 125 ohms. X-ray imaging shows no abnormality. The patient is pregnant. The physician elected to increase the shock alert limit from 125 to 150 ohms and monitor the patient. No adverse patient effects were reported.